Manufacturer narrative:
(B)(6) is currently working with sunrise medical to make repairs to the end user's wheelchair. (B)(6) has provided a loaner wheelchair to the end user until repairs are finished. It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a supplemental report will be filed.

Event description:
Per (B)(6) (dealer), the folding hinge on the end user's backrest snapped causing the end user to fall back in the chair. (B)(6), said that the end user sustained lower back injuries, but that he is unaware of the severity of the alleged injuries. This complaint has been forwarded to sunrise medical legal dept due to the end user potentially seeking legal action.